Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 06/aug/2020 a contact for this male peritoneal dialysis (pd) patient called fresenius technical support for a cycler operational question. During the call it was reported the patient had surgery that day and did not complete treatment prior to surgery. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s surgery is unknown; however, there is no indication that the surgery was related to use of the liberty select cycler, other fresenius product(s) or pd therapy. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury or patient death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an unspecified surgery on (B)(6) 2020. The patient's contact initially called fresenius technical services with an operational question when he mentioned he was unable to complete treatment prior to their surgery that same day. The patient did not allege any malfunctions of fresenius products related to the reported event. The type of surgery, reason for the surgery, nor any related medical events weren't reported. Multiple attempts were made to retrieve additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.